Event description:
It was reported in an article on the procedural and short-term performance outcomes of dual-chamber leadless pacemakers that there was one intra-procedural dislodgement needing snaring and re-implantation of the same device and one dislodgement after the procedure that required snaring and retrieval.